Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone#: (B)(6).

Event description:
It was reported that the capnograph did not capture correctly when performing sedations. The anesthesiologists requests a check-up. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Analysis was performed by onsite service personnel which included performance testing. The results of the analysis were after the check of the operation of the monitor that all measurements are correct. The co2 measurement works correctly, has been tested with the consumable and works well. A review of the service history for this device shows the problem has not been reported again for this device. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was no confirmed and remains unknown. The issue was resolved by providing the information about the test results to the customer.